Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
The healthcare professional reported a patient underwent a mechanical thrombectomy procedure targeting an occlusion in the m2 segment of the right middle cerebral artery (mca) with a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) and experienced a small cerebral infarction and slight subarachnoid hemorrhage (sah) of the right frontal cortex during the post-operative period. There were no neurological deficits. Anticoagulant therapy was provided, and the patient was discharged home 7 days after the procedure with modified rankin scale (mrs) score of 0. A 9f branchor balloon guide catheter (asahi-intecc) was delivered to the right carotid artery (ica). A catalyst® 6 intermediate catheter (stryker), a trevo trak 21 microcatheter (stryker), and a chikai 14 guidewire (asahi-intecc) were delivered to the occlusion site. They passed through the obstruction but there was an intensive resistance felt. The complaint embotrap iii was deployed ¿under the situation the microcatheter barely in m2¿. However, recanalization was not achieved. Since the position of the guiding catheter was lowered due to the resistance, the second pass was done by fixing the system after balloon inflation. The system was able to cross the lesion. The microcatheter was advanced distally, and the embotrap iii was deployed. The microcatheter was removed, and the intermediate catheter covered the proximal end of the stent. The thrombus was able to be retrieved after tracking to a certain position. Complete perfusion (tici score of 3) was obtained with two passes, and the patient¿s neurological symptoms suddenly improved. Postoperative magnetic resonance imaging (MRI) showed small cerebral infarction and slight sah in the right frontal cortex, but there were no neurological deficits. There was a continuous flush maintained during the procedure. The complaint device is not available for evaluation. On 03-feb-2022, limited additional information was received. The information indicated that the resistance encountered occurred when the microcatheter was advanced through the thrombus. There was no device malfunction associated with the embotrap iii. There was no intraoperative complication such as embolization to new territory that may have resulted in the cerebral infarction. No medical and/or surgical intervention was done for the cerebral infarction; the patient hospitalization was not prolonged due to the event; the patient has already been discharged with an mrs 0.